Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and midway through the procedure, the catheter was about to be reinserted into the body, and they noticed a "white fuzz ball that looked like a fibrous string" stuck on one of the splines of the catheter. The physician did not notice the material when the catheter was removed from the body. When the catheter was replaced, the issue resolved. It was also reported that the replacement catheter had noise on all channels on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and midway through the procedure, the catheter was about to be reinserted into the body, and they noticed a "white fuzz ball that looked like a fibrous string" stuck on one of the splines of the catheter. The physician did not notice the material when the catheter was removed from the body. When the catheter was replaced, the issue resolved. It was also reported that the replacement catheter had noise on all channels on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device 31440958l number, and no internal actions related to the reported complaint condition were identified. The noise issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).